Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the caller stated they haven't used their implant in a while because they didn't like how the stimulation was making them feel. Caller stated that within the first 5-6 months of having the implant, they would pass blood when they would go to the restroom which is something from crohn's but usually was caused by diet or stress. Caller added that they stopped using the stimulator and the blood stopped, and then they tried using it again but the passing blood started again. Caller added that they went to their primary care doctor once because stimulation would cut on and activate in them for no reason. Caller noted that they would be walking or driving and the stimulation wouldn't be on at all and then all of a sudden they would feel a tingling like it was on. Caller stated they finally just let the implant battery die completely, and that sensation stopped. Caller mentioned they have an appointment for an MRI tomorrow and are trying to make sure they are charging the implant correctly. Caller was connected and charging with excellent connection at the time of the call. Caller confirmed the green light was flashing on the controller and the implant was in the red. Agent reviewed recharging be st practices and reviewed how to access MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported they have left messages with the front desk but no one has gotten back in contact with them, this is the main reason they've reached out directly, patient did not know what to do. Patient was not able to use to stimulate it for the purpose it was put in for because of the issue it shocks them in the middle of the night and causes them anxiety because it's doing it while it's off and patient is trying to get some sleep and they've contacted hcp and no one has gotten back in contact with me this has been months ago. Pt called back stating they had an issue with the implant and not able to use it because it sends shocks through their body. Pt was in touch with someone who said they mailed pt an intake form with questions about their issue but it got mailed to their old address. Pt wanted to make sure they will resend the letter to their new address that they already updated. Patient reported they received a new card to carry around with them in my wallet, they have a card. Patient was informed and was going to be sent out some pap erwork a questionnaire to fill out for the issues that patient is having with their implant so why was a card sent to them instead of the paperwork to fill out.